Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that portions of the touchscreen was delayed in responding to presses. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer's blood glucose level was 130 mg/dl.